Event description:
On (B)(6)2025, it was reported the night prior, that a beta bionics ilet user experienced hyperglycemia with a blood glucose value of 400 mg/dl due to a leaking cartridge. The user performed a factory reset and replaced the cartridge, after which insulin delivery resumed and glucose levels returned to range. No outside medical intervention was required.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.